Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother stated that customer was hospitalized due to high blood glucose. Caller stated that customer is under stress while in foster care, possible sexual abuse. Customer is having nightmares, which causes the high blood glucose. Nothing further reported.